Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a blood collection device. The customer reports after the phlebotomist had drawn blood from the patient and tried to activate the safety device with her thumb, the safety arm fell off onto the patient from where it attaches to the hub.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.